Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported a generalized complaint of blood administration sets that develop linear splitting in the tubing above the pump segment resulting in leaking of blood product. There is no specific event information or report of any patient harm.